Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit made a high pitching noise and did not display any alarms or errors. There was no patient harm reported.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) made a high pitching noise. Dix not display any alarms or errors. Getinge field service engineer (fse) not able reproduce. Fse checked log found te 58 system failure and te124 prolong shuttle pressure system failure. Replaced pim (d997-00-1178 p) calibrated 30psi. Functional testing and safety check to factory specifications. Returned to the customer and cleared for clinical use. While on a patient, no harm reported.

Event description:
N/a.